Manufacturer narrative:
A field service engineer visited the customer site and returned the device logs for review. Review of the logs indicated excessive leaks and increased flow demands were causing fi02 levels to drop, as the device was entraining room air to compensate. Technical service advised the fse to replace the 02 sensor and perform all necessary calibrations. After replacing the 02 sensor and completing calibration, the customer's report was resolved. The removed 02 sensor was found with a use by date of march 2024. Per the service manual, the o2 sensor should be replaced every year during pm. This report will be closed as incorrect sequence setting as the user failed to maintain the device per zoll guidlines. G1: contact information was updated.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device exhibited an "o2 concentration low" alarm. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.